Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The reported issue was confirmed and the f11/f12 power line fuses were replaced to resolve the issue. No further issues have been reported. The blown fuses were discarded on-site, so no part return is expected.

Event description:
A site representative reported that the imaging system power line fuses had blown. There was no patient present when this issue was identified.